Event description:
It was reported the atrial output connector is broken. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; atrial output connector is broken. Analysis also found the upper and lower cases are broken. Battery release, heart block, heart wire contacts and the battery drawer are contaminated. Ring, side bail covers and ring, side bails are missing. Lead flex cover is corroded, battery contacts are compressed, keyboard is scratched, serial number label is torn, and the encoder flex is out of specification. It is noted there is evidence of non medtronic person disassembling and reassembling the device. Silicone on the lcd (liquid crystal display) connections was removed. Some connections where re-siliconed with a different (wrong) kind of silicone, but not all. Encoder flex was damaged from taking out the lcd and reinserting it. (B)(4).